Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted during testing. However, moisture damage found on electrical board connector during visual inspection.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump received insulin pump error alarm. Customer reported that they were able to clear the alarm. They were unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.